Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. While injecting contrast, the physician noticed a leak in the 5max ace catheter and it was removed. The procedure successfully continued using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The 5max ace was fractured in the strain relief approximately 0.8 cm from the hub. The complaint has been evaluated. The complaint indicated that during the procedure, the physician noticed a leak near the hub of the 5max ace after doing a contrast injection by hand. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during preparation or use. If the 5max ace is manipulated at an angle during removal from packaging or insertion into the patient, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.